Event description:
The subject was reported to surgery for manipulation under anesthesia (mua), and nerve block of the left knee.

Manufacturer narrative:
This MDR is being filed based on information provided from clinical retrospective study.